Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (component code) should be: 525 ¿ tube. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Although presence of foreign material in the air/water-channel on the photos provided by the service business center, the foreign material could not be identified. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.